Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative, reported receiving information from an registered nurse (rn) that their navigation system became unresponsive while attempting to archive a cranial exam. To archive a 391 mb exam, a cd-r was inserted but the exam archive progress bar stayed at 0%. The software unexpectedly exited to a black screen and displayed the message: exiting, please wait. The navigation system was re-booted, normal function was restored and the nurse archived the exam without issue. There was no patient present when this issue was identified.